Event description:
It was reported that the vns pt was experiencing an increase in seizures due to the vns generator being at end of service. The generator was replaced and the explanted product was returned for analysis. Analysis found that although the elective replacement indicator showed "yes", the generator was able to deliver the intended stimulation for at least 24 hrs. Attempts for further info on the increase in seizures have been unsuccessful to date.